Event description:
Product was returned as an implant failure after 5 months. Based on the report, the pt had a medical history of bruxism, oral hygiene was descried as good, and bone condition was described as good. Surgery was one stage on tooth #12 with single prosthetics attachment. The doctor indicated that the implant was removed due to bone condition.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. See scanned pages.